Event description:
It was reported that during the device implant, the lead had to be repositioned more than once and the helix of the lead could not be extended or retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the lead was stretched. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead appeared damaged at implant.